Event description:
The customer stated that the architect analyzer generated falsely decreased calcium results on two patients. The customer provided results for only one patient: initial 5.8 / repeat =9.6 (reference range = 8.4-10.2mg/dl). There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The investigation of the customer issue included a review of complaint text, a search for similar complaints, review of service history, and a review of labeling. The customer observed multiple low calcium results generated on the architect c4000 (serial number (B)(4)). After the customer calibrated with a new lot of reagent, the recovery of quality controls and several patient results were as expected; then, high calcium results were observed. All maintenance was performed with no resolution. Abbott field service replaced the lamp (list number 09d45-02) due to an installation issue and replaced the seal, water line syringe (part number 2-89347-02) as the part appeared compressed which could cause an obstruction to flow or inadequate aspiration volumes. The replacements resolved the customer's issue. A review of service history was performed for sn (B)(4) which did not return any additional complaints for discrepant/erratic results. Serial number (B)(4) instrument logs were reviewed and error code 6512 (optics system warning, fluctuation detected, bichromatic check); was generated three times on (B)(6) 2015 and two times on (B)(6) 2015 (day of occurrence). A review for similar complaints did not identify any trend of the lamp or seal, water line syringe and there was nothing found associated with erratic result rates on architect c4000s. The architect system operations manual provides information with regard to required maintenance, component replacement and verification, and troubleshooting the reported issue. Known causes of erratic results include: scheduled maintenance is due, lamp was not seated correctly when replaced, and hardware failure. There is insufficient information to reasonably suggest a malfunction of the lamp (l/n 09d45-02) or the seal, water line syringe (p/n 2-89347-02). The customer indicated issues when installing the original lamp, and the seal, water line syringe appeared to be compressed. Based on the information available, there is no indication of a deficiency of the lamp, seal, water line or architect c4000.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.